Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a low leak co2 error code. It was reported there was no patient involvement at the time the issue was discovered and no reports of user harm or injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states unit is giving co2 rebreathing error message. Rse checked with customer to ensure that they had the right set-up. Once the rse confirmed correct set-up they informed the customer that with this particular issue, with just the test adapter attached, points to a bad flow sensor assembly. Customer requested and was given a part number and price. The customer ordered the flow sensor assembly however, the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.